Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was advanced within the patient successfully. While testing the grippers it was identified that the grippers were not functioning successfully. There was tissue damage identified on the leaflet. The clip was attempted to be retracted into the tricuspid steerable guide catheter (tsgc) when it became caught on the tsgc tip and opened within the right atrium. Troubleshooting was preformed. The procedure was discontinued. The final tr is grade 4. There were no clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was advanced within the patient successfully. While testing the grippers it was identified that the grippers were not functioning successfully. There was tissue damage identified on the leaflet. The clip was attempted to be retracted into the tricuspid steerable guide catheter (tsgc) when it became caught on the tsgc tip and opened within the right atrium. Troubleshooting was preformed. The procedure was discontinued. The final tr is grade 4. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided and without the device to analyze, a cause for the reported difficult to remove the cds from the sgc associated with the clip getting caught on the sgc soft tip resulting in deformed soft tip in attempts to remove the clip from the sgc cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be challenging. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.